Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the customer successfully initiated a new sensor session without further issues.